Event description:
The customer reported that an error code displayed on the monitor cart. No pt injury was reported.

Manufacturer narrative:
The ge service rep troubleshot the system and ordered parts. He replaced the communications pcb. The rep reseated the pushed pin in lemo connector. The system operates as intended.